Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was as low as 40 mg/dl. Troubleshooting for low blood glucose was performed. Customer advised they noticed one morning that the reservoir was out and they screwed it back in. Customer treated their low blood glucose with food. Customer performed and passed the displacement test. Customer was advised to monitor the insulin pump and low blood glucose levels.